Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. However, the clinical report has been reviewed. The root cause of the delivery issue was most likely patient condition related, as the guidewire was unable to pass through the vasculature as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 73-year-old male noted as post cardiotomy cardiogenic shock/low cardiac output syndrome was attempted to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during attempted implant of an impella 5.5 pump, the guidewire met resistance and was unable to cross the aortic valve. The wire was removed and a .035¿ j wire was inserted; however, it bent when resistance was met. Finally, a new .035¿ j wire was used in conjunction with a 6 fr angled pigtail to cross into the ventricle. The j wire was then exchanged for a boston scientific .018¿ platinum plus wire and the pump was implanted successfully. The bent .035" j wire is not an abiomed product. There was no patient harm.